Event description:
It was reported that a 6mm 4cm saber balloon broke off the shaft during use on the patient. There was no report of patient injury. The segment was snared in order to remove it. The current status of the patient is ¿fine.¿ the procedure was completed successfully using a non-cordis device. The device was stored, handled, and prepped according to the IFU. There weren¿t any other anomalies noted to the device or packaging prior to use. The target lesion was the sfa (superficial femoral artery). The target lesion was heavily calcified. The product will be returned for analysis.

Manufacturer narrative:
The product was not returned for analysis. A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Complaint conclusion: a 6mm x 4cm saber balloon broke off the shaft during use on the patient. There was no report of patient injury. The segment was snared in order to remove it. The current status of the patient is ¿fine.¿ the procedure was completed successfully using a non-cordis device. The device was stored, handled, and prepped according to the IFU (instructions for use). There weren¿t any other anomalies noted to the device or packaging prior to use. The target lesion was the sfa (superficial femoral artery). The target lesion was heavily calcified. The product was not returned for analysis. A device history record (DHR) review of lot 17069008 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon separated - (peripheral)¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Vessel characteristics of heavy calcification may have contributed to the reported event. According to the IFU, when the catheter is exposed to the vascular system, it should be manipulated while under high-quality fluoroscopic observation. Do not advance or retract the catheter unless the balloon is fully deflated under vacuum. If resistance is met during manipulation, determine the cause of resistance before proceeding. If resistance is felt upon removal, then the balloon, guidewire and the sheath should be removed together as a unit, particularly if balloon rupture or leakage is known or suspected. Neither the DHR nor the information available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken.

Manufacturer narrative:
(B)(4). The device has not yet been returned for analysis. Additional information will be submitted within 30 days of receipt.